Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose ranging from 313 mg/dl to 418 mg/dl with polyuria, extreme drowsiness and nausea associated with an alleged loose cartridge cap. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that the cartridge compartment was cracked, and the patient was unable to secure the cartridge cap to the pump. The pump would not prime when the cartridge cap came off. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged loose cartridge cap.